Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that her daughter experienced a failed sensor. She reported that, upon removing the sensor, she noticed that the sensor wire was 1/3 shorter in length than previous sensor wires. Patient's mother reported, however, that there was no wire protruding from patient's skin and no visible sensor wire underneath the skin. Patient's mother reported that patient experienced no injury and no discomfort at the insertion site. No medical intervention was required, and patient was in normal condition at the time of her mother's call to dexcom technical support.